Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patient had a car accident and also that the lead break. No symptoms report no symptoms reported. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Other applicable components are product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.